Event description:
Device was explanted due to early eri caused by very high lv threshold. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. High left ventricular pacing thresholds, up to 7.5 v and 1.5 ms, were documented in the archive data. Therefore, it is reasonable to assume that the pacing outputs were programmed accordingly, which is confirmed by the last programmed left ventricular pacing output of 7.5 v and 1.5 ms. This represents a high current program, which results in a faster battery discharge. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed normal battery depletion.